Manufacturer narrative:
This additional/correction report is being submitted to remove the line of coding for more complex surgery (f1907) as recommended by our medical review team. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1/df-1 lead into the header of this device resulting in the reported clinical observations. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a device change out procedure, when implanting this new pacemaker, there were connection issues with the related right ventricular (rv) lead. The rv lead was difficult to insert into the port of the related pacemaker. The physician described that he could not see the lead past the connector block. The port had been vented and the physician unscrewed the set screw as far as possible, and tried to push the lead in, which was unsuccessful. The rv lead was then removed from the port, which led to a period of asystole, and the lead was reinserted into the port. The physician then proceeded to pull on the rv lead to ensure that it was secure, and the lead was unable to come out, therefore, the lead was fixed in place by the set screw. It was noted that the thresholds and impedances were normal during the post op check. No additional adverse patient effects were reported. This pacemaker and the related lead remain implanted and in service. Additional information: a good faith effort was submitted to the field to obtain further information as to how long the period of asystole lasted. The field representative was unable to provide this information as they were not present during the procedure.

Event description:
It was reported that during a device change out procedure, when implanting this new pacemaker, there were connection issues with the related right ventricular (rv) lead. The rv lead was difficult to insert into the port of the related pacemaker. The physician described that he could not see the lead past the connector block. The port had been vented and the physician unscrewed the set screw as far as possible, and tried to push the lead in, which was unsuccessful. The rv lead was then removed from the port, which led to a period of asystole, and the lead was reinserted into the port. The physician then proceeded to pull on the rv lead to ensure that it was secure, and the lead was unable to come out, therefore, the lead was fixed in place by the set screw. It was noted that the thresholds and impedances were normal during the post op check. No additional adverse patient effects were reported. This pacemaker and the related lead remain implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1/df-1 lead into the header of this device resulting in the reported clinical observations. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a device change out procedure, when implanting this new pacemaker, there were connection issues with the related right ventricular (rv) lead. The rv lead was difficult to insert into the port of the related pacemaker. The physician described that he could not see the lead past the connector block. The port had been vented and the physician unscrewed the set screw as far as possible, and tried to push the lead in, which was unsuccessful. The rv lead was then removed from the port, which led to a period of asystole, and the lead was reinserted into the port. The physician then proceeded to pull on the rv lead to ensure that it was secure, and the lead was unable to come out, therefore, the lead was fixed in place by the set screw. It was noted that the thresholds and impedances were normal during the post op check. No additional adverse patient effects were reported. This pacemaker and the related lead remain implanted and in service. Additional information: a good faith effort was submitted to the field to obtain further information as to how long the period of asystole lasted. The field representative was unable to provide this information as they were not present during the procedure.